Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that the patient expired. On (B)(6) 2013, elective percutaneous coronary intervention procedure was performed for a 75% stenosed target lesion located in mildly tortuosed and calcified mid right coronary artery with a vessel diameter of 2.75mm, length 7.8mm. Pre-dilation was performed and a 2.25x28mm promus element plus was deployed at 18atm in addition a non-bsc stent (size unknown) was also deployed. Post dilatation was performed, resulting in 0% residual stenosis with a timi flow of 3. The procedure was completed successfully, and worsening of cardiac function was not observed. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient visited the hospital for follow up. On (B)(6) 2014, follow up was performed on the phone. On (B)(6) 2015, the patient visited the hospital for follow up. On (B)(6) 2016, it was found that the patient had ischemic cardiac disease when the follow up was performed on the phone. Administering of medication was performed, but the patient died from the ischemic cardiac disease on (B)(6) 2016.